Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was hospitalized and admitted to the intensive care unit due to elevated blood glucose and diabetic ketoacidosis; cause was unknown. The customer fell which resulted in bruising. No additional patient or event information was provided. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.